Manufacturer narrative:
Additional event information was received on july 26, 2017 from the user facility. As reported, the stent removal surgery was performed on (B)(6) 2017. During this surgery, the broken proximal half of the stent was retained in the proximal ureter and renal pelvis. This required the patient to go through an interventional surgery on (B)(6) 2017. During this interventional right kidney percutaneous nephrostomy, the remaining portion of the stent was extracted from the patient. No portion of the device remained inside the patient's body. No complications or adverse effects were reported to occur during this procedure. Corrected data are noted below based upon the new event information received on 07/26/2017. Adverse event and product problem date of event: (B)(6) 2017 implant date: (B)(6) 2016 explant date: (B)(6) 2017 (B)(4). Incomplete device explanted/retrieved is not labeled. Type of reportable event: serious injury. Investigation ¿ evaluation: the filiform double pigtail ureteral stent set was not returned for evaluation and no photos have been provided. Without the complaint device, a physical investigation was not able to be completed. There is no indication that a design or process related failure mode contributed to this event. A review of the device history record noted 2 unrelated non-conformances for product lot number 6927531. A review of complaint history for this product/lot number combination did not reveal any other complaints to be associated with lot 6927531. Based on the provided information a definitive root cause cannot be established. Measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that, when removing the filiform double pigtail ureteral stent from the patient during surgery, it broke. No adverse effects to the patient have been reported. Additional information has been requested from the customer regarding the incident. There was no report of any adverse event related t the break of the stent.